Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor, which prevented normal sensor use. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, and after reset successfully started sensor session without cgm error; device was not returned and no further action was required.

Manufacturer narrative:
In use at the time of the event:cgm model: g7mobile os: unknown / unknown / unknown / unknown.